Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit due to high blood glucose levels. The customer also reported that the reservoir leaked. The customer's reading was 300 mg/dl. The customer's symptoms included difficulty breathing, dry mouth, fast heartbeat, and high blood pressure. The customer was treated in the emergency room with fluids. The customer was wearing the device at the time of visit. The cause of the visit was due to high blood glucose levels and high ketones. During troubleshooting, the customer saw several large air bubbles in the reservoir. The customer reported that the insulin leaked past the second o-ring. The customer did not find any other problems during troubleshooting. The customer declined to perform the high pressure test. The customer was advised to change their entire set, reservoir, and insulin and treat. The customer was advised to call back if problems persisted.